Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The actual sample involved has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility: event: combi lead connected to power cord, which was connected to the wall socket. There was an arc/power surge at the connection of product and power cord causing thermal damage to combi lead. Event occurred on nursing floor, pump attached to patient. No patient injury.